Manufacturer narrative:
The boston scientific field representative present at the implant procedure subsequently reported not having any information of a post-implant blood clot, and confirmed there were no identified issues with a blood clot at the time of the procedure. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient with this lead reported experiencing a blood clot in her heart post-implant. The patient made the comment three months after the implant procedure, but provided no other details. It was noted at the time of the procedure that the patient was being upgraded from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), and there had been issues placing a left ventricular lead that were successfully resolved with no adverse patient effects observed at that time. The patient also had an acute right atrial lead implanted during the same procedure.